Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported waking up and noticing her central venous catheter had become disconnected from the pump tubing (not broken tubing, just luer lock disconnection). The patient reported connecting it back together. Support advised the patient that because of the breach in connection between the items and because they do not know how long it's been disconnected or how sterile, they can't make assumptions that it's okay to continue without a clinician's opinion. Support assisted the patient with pausing the therapy and turning off the pump. Support instructed the patient how to clamp the pump tubing. Current vtbi: 33.3. Length of infusion: 11:06. Medication being infused is unknown. No patient injury reported.